Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations have determined that there is an interfering factor to the f(ab¿)2 fragment of the assay antibody present in the sample. These anti-human f(ab¿)2 fragment antibodies bind to fragmentation sites of the assay conjugate and bridge the conjugate molecules. This leads to a signal/count increase and falsely elevated results for the tsh assay. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for thyrotropin (tsh) on 2 different e601 analyzers. The patient results were high and not decreasing as expected. When the same samples were tested on an abbott architect analyzer at another laboratory, results were lower and believed to be correct. This medwatch is for the first sample, tested on e601 analyzer serial number (B)(4). Refer to the medwatch with patient identifier (B)(6) for information related to the second sample the first sample initially resulted as 2.99 uiu/ml. The sample was repeated on the same analyzer on (B)(6) 2015, resulting as 3.34 uiu/ml. All results from the e601 analyzer were reported outside of the laboratory. When the sample was repeated on an abbott architect analyzer, it resulted as < 0.003 uiu/ml. As part of an investigation performed by the customer, the sample was diluted several times and measured. The results from these dilutions can be seen in the attachment. Refer to the results for replicate 1 (rep 1) under "patient specimens." The patient's synthroid medication was increased based on the high results. The patient was not adversely affected due to the increase in medication. The patient was stated to be in good condition. The patient's medication was subsequently lowered. The customer declined service for the analyzer.